Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016, date of follow-up report : 03/08/2016. One used ls1500 was received for evaluation. Visual inspection found a damaged blade. The customer reported that the jaws of the device would not open. The reported condition was confirmed. Investigation found that the trigger was jammed and the latch was difficult to release to open the jaws. The jaws were opened and inspection found excessive eschar between the jaws and scratches on the seal plate. The leading edge of the blade was bent as if the user clamped on a staple. The blade did not move smoothly in the knife track contributing to the difficulty in opening the jaws. The investigation identified the root cause of the reported event to be the user inadvertently clamping on a staple. The IFU states, avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would not open once closed. No patient involved. Issue found during procedure set up. The device will be returned for investigation.